Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device not available.

Event description:
Account - (B)(6) material - syringe 0.5ml 30ga 1/2in uf 10bag 500cs material# - 328466 material lot# - 3332023 complaint description - I have a customer that has a product complaint on item 328466 that we purchase from you. It would be lot 3332023, and they are stating ¿dr found plastic inside syringe on several of these syringes¿.